Event description:
Customer reported via phone call to have received a motor position encoder error alarm and then received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting, it was found that customer was exposed to x-ray. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to verify e70 alarm in the alarm history due to motor error alarm during rewind. Unable to perform the displacement test due to motor error alarm. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.